Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. Should any additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this patient experienced a perforation. The patient became hypotension and did not respond to fluids or medication. An echocardiogram noted pericardial fluid buildup. A pericardiocentesis was performed and during the procedure, the needle perforated the side of the pericardial sac and perforated the bowel. The patient has stabilized and is recovering. It was unclear which lead caused the original perforation.